Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell and others, missing a piece of shell (0-25%) and underweight. A microscopic analysis was performed which identified a broken striated on the anterior. Based on the device analysis the final assessment is: a missing shell due to inconclusive and a striated broken due to surgical damage consistent in the use of some surgical tool.

Event description:
Physician reported patient had revision surgery as they wanted bigger implants and by accident the right prothesis was found to be completely broken. The device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was reported to be due to a size exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported patient had revision surgery as they wanted bigger implants and by accident the right prothesis was found to be completely broken. The device was explanted and replaced. This record is for the right side.